Event description:
A customer reported a "replace sensor" message with the adc device, on day of application. The customer reported being found unresponsive by father, and the error message upon scanning sensor. The customer did not have test strips for capillary test and experienced a seizure, requiring treatment of soda and jam by the father for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.